Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to communicate with the ipg using the charging system, and no longer had stimulation. The sjm representative determined the ipg would initialize with the patient programmer, but would show an error code and would not allow the stimulation to be turned on. It was reported the ipg was in a fold of the skin and the ipg turns on its side. The patient was scheduled for evaluation of the ipg site with the physician. Follow up identified the patient had met with the physician and did not want to pursue intervention at the time.